Event description:
It was further reported that the target lesion was located in the upper limb. The physician fully deflated the balloon before attempting to remove the device however, experienced difficulty removing the device. The catheter and sheath were removed from the patient as a unit. No patient complications were reported.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have capacitor failure. A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that the one touch ultra 2 meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that the alleged issue began on (B)(6) 2010 at around 1:00-2:00 pm. It is unknown what the patient's blood glucose readings were prior to the alleged issue. Since the meter would not power on, the patient decreased her dosage of insulin. At an unspecified time later, after the reported issue began, the patient felt weak, nervous and developed "hyperglycemia". It is unknown the exact specific symptoms of hyperglycemia the patient had been exhibiting. It is also unknown how long the symptoms lasted. The patient did not seek any medical treatment or contact his physician for assistance. This was not the first time the product was being used. The patient denied any misuse of the product. The meter did not power on and the batteries needed to be replaced. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not power on, she decreased her insulin and then developed "hyperglycemia".